Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f218 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f218 for the reported complaint issue shows no trends.. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. The kit was returned for investigation. A visual inspection of the system pressure dome confirmed the leak, as there was dried blood on the bottom of the system pressure dome. The system pressure dome's membrane was also found to be partially unseated. The examination found no molding defects within the body of the system pressure dome. The pressure dome's membrane was reattached to the body of the pressure dome and it fit without issue. The pressure dome was then installed on a sample pressure sensor and it fit without issue. The system pressure dome was pressure tested in order to check for leaks and no leaks were found. Thus testing did not find any issue with the system pressure dome. The cause for the leak was the partially unseated pressure dome membrane. The root cause for the partially unseated membrane could not be determined, as no manufacturing related defects were confirmed during testing. The device history record review did not result in any related nonconformances and this kit lot had passed all lot release testing. During the manufacturing process, all pressure dome assemblies are leak tested before the kits are released. They are leak tested twice during the sub assembly of the pressure domes and again as part of the final kit leak and occlusion test. Only those pressure dome assemblies that pass all three leak tests are released. No further action required. This investigation is now completed. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
The customer called to report a pressure dome membrane leak. The customer stated that there was a leak on the pump deck after approximately 600ml of whole blood processed, and that they believed the leak originated from the system pressure dome. The customer reported that there were no alarms prior to the incident. The customer stated that the treatment was aborted with no return of blood/products to the patient. The customer reported that the patient was in stable condition and no medical intervention was required. The customer stated that a full blood count was performed after the incident, and the patient's hct and hgb levels were "very good". The customer reported that they did not want to provide any actual lab values. The customer stated that the incident had no impact on the patient's condition. The kit was returned for investigation.

Manufacturer narrative:
Upon further review of the product return investigation for this case, it was determined that since testing did not find any issues with the system pressure dome that could have caused or contributed to the leak; the most likely root cause for the system pressure dome membrane leak was an installation issue with the system pressure dome. An installation issue with a pressure dome can result in the unseating of the pressure dome's membrane. If one of the latches of the pressure dome is not fully secured into the circumferential groove around the sensor, there could be enough space below the membrane to allow it to move away from the body of the pressure dome if the pressure in the line becomes great enough. A leak can occur when any part of the pressure dome's membrane is not fully seated. No further action required. This investigation is now complete. (B)(4) 10/17/2017.